Event description:
Aln optional vena cava filter was inserted with normal procedure without adverse event. During postdeployment cavography the pressure change from injection through the sheath caused the filter to acutely destabilize and migrate inferiorly. The filter was then retrieved and a permanent bird nest filter indicated for mega cava was placed instead.

Manufacturer narrative:
Eval of the filter return: every physical parameters of the filter is conformed to spec except the diameter of the filter which could not been controlled because of multiple manipulations of the filter. Verification of batch records demonstrate conformity of the filter. Eval of event's causes: cavography pictures of the incident was evaluated by a expert french physician, current user of aln vena cava filter. The physician states that the incident could come from: injection pressure of contrast medium too important and no conform to our spec and/or presence of mega cava (only indication for te bird nest filter which was implanted instead). Conclusion: the filter was conformed but is not intended to be implanted in mega cava. Injection of contrast medium has dislodged the filter because he was not very well anchored in the vena cava. Filter is not in cause but the specific circumstance of the implantation: mega cava and great pression caused the adverse event.